Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother called us reporting that her daughter's pump is shutting down unexpectedly, without presenting any sound alarm. No serious injury was reported. A request was made for the return of the device.